Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported a remote transmission report showed five episodes of right ventricular (rv) lead noise which was associated with the delivery of anti-tachycardia pacing therapy. The patient was seen in clinic the following day and it was determined the lead noise was inducible when the patient coughed. Re-programming was performed by "turning the lead off and deactivating the device." The patient was admitted due to suspected rv lead fracture. Following, the pace/sense portion of the lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.